Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/20/2010, 07/22/2010 and 08/10/2010 by phone, fax, and mail. A completed questionnaire was received on 08/03/2010. (B)(4).

Event description:
Adverse event(s): "dysphotopsia" (visual disturbances); "poor near vision" (vision, impaired). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A nurse reported an intraocular lens (iol) was exchanged. The surgeon reported the iol was exchanged due to the pt experiencing dysphotopsia and poor near vision. In good light the pt's experiencing dysphotopsia and poor near vision. In good light the pt's corrected near vision was j1, but in dim light the corrected near vision was j10. In a follow up, the surgeon reported the event resolved.